Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 45-year-old female patient who had essure (batch no. A72332) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included fluticasone propionate (flonase), ibuprofen, loratadine (claritine) and olopatadine hydrochloride (patanol). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2015, the patient experienced abdominal pain ("pain abdominal"). On (B)(6) 2015, the patient experienced menstruation irregular ("hormonal changes describe: irregular cycles"), 2 years 9 months after insertion of essure. In (B)(6) 2015, the patient experienced pollakiuria ("bladder or urinary problem change after essure I feel like I have to go to the bathroom every hour and I cant hold my urine very long when bladder is full") and urinary incontinence ("bladder or urinary problem change after essure I feel like I have to go to the bathroom every hour and I cant hold my urine very long when bladder is full"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe cramping pain with periods") and premature menopause ("early menopause"). The patient was treated with surgery (endometrial ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, menstruation irregular, vaginal haemorrhage, abdominal pain, dysmenorrhoea, pollakiuria, urinary incontinence and premature menopause outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, menstruation irregular, pollakiuria, premature menopause, urinary incontinence and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2013 (as per pfs discrepancy noted). Coils on right 4, coils on left 3. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2013: the implants were in place. Total bilateral occlusion. Most recent follow-up information incorporated above includes: on 26-aug-2020: pfs received: event early menopause added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer. And describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'). In a 45-year-old female patient who had essure (batch no. A72332), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included: fluticasone propionate (flonase), ibuprofen, loratadine (claritin) and olopatadine hydrochloride (patanol). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2015, the patient experienced abdominal pain ("pain abdominal"). On (B)(6) 2015, the patient experienced menstruation irregular ("hormonal changes describe: irregular cycles"), (B)(6) years (B)(6) months after insertion of essure. In (B)(6) 2015, the patient experienced pollakiuria ("bladder or urinary problem change after essure, I feel like I have to go to the bathroom every hour and I cant hold my urine very long when bladder is full"). And urinary incontinence ("bladder or urinary problem change, after essure I feel like I have to go to the bathroom every hour and I cant hold my urine very long when bladder is full"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("severe cramping pain with periods"). The patient was treated with surgery (endometrial ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, menstruation irregular, vaginal haemorrhage, abdominal pain, dysmenorrhoea, pollakiuria and urinary incontinence outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, menstruation irregular, pollakiuria, urinary incontinence and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2013 (as per pfs discrepancy noted). Coils on right 4, coils on left 3. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina: on (B)(6) 2013, the implants were in place. Total bilateral occlusion. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jul-2020, quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 45-year-old female patient who had essure (batch no. A72332) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included fluticasone propionate (flonase), ibuprofen, loratadine (claritine) and olopatadine hydrochloride (patanol). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2015, the patient experienced abdominal pain ("pain abdominal"). On (B)(6) 2015, the patient experienced menstruation irregular ("hormonal changes describe: irregular cycles"), 2 years 9 months after insertion of essure. In (B)(6) 2015, the patient experienced pollakiuria ("bladder or urinary problem change after essure I feel like I have to go to the bathroom every hour and I cant hold my urine very long when bladder is full"), urinary incontinence ("bladder or urinary problem change after essure I feel like I have to go to the bathroom every hour and I cant hold my urine very long when bladder is full") and premature menopause ("early menopause"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("severe cramping pain with periods"). The patient was treated with surgery (endometrial ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, menstruation irregular, vaginal haemorrhage, abdominal pain, dysmenorrhoea, pollakiuria, urinary incontinence, premature menopause and dyspareunia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, menstruation irregular, pollakiuria, premature menopause, urinary incontinence and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2013 (as per pfs discrepancy noted) coils on right 4. Coils on left 3. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2013: the implants were in place. Total bilateral occlusion.. Most recent follow-up information incorporated above includes: on 7-dec-2020: pfs received. Event onset date and event::dyspareunia(painful sexual intercourse) added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 42-year-old female patient who had essure (batch no. A72332) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acid reflux (oesophageal), heartburn, taste sour, chest pain, back pain, hay fever, thyroid operation, seasonal allergy, goiter nodular, chronic sinusitis, plantar fasciitis, migraine, thyroid gland biopsy, cough, headache, dysfunctional uterine bleeding, digital mammography, uterine fibroid, leiomyoma of uterus, unspecified, uterine bleeding and uterine cyst. Previously administered products included for an unreported indication: zantac, motrin, oral contraceptive, tylenol, ibuprofen, claritin, esomeprazole, fluticasone and nyquil. Concurrent conditions included breast cyst, menstrual cramps, menstruation delayed, discomfort and constipation. Concomitant products included fluticasone propionate (flonase), ibuprofen, loratadine (claritine), macrogol 3350 (miralax) and olopatadine hydrochloride (patanol). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2015, the patient experienced abdominal pain ("pain abdominal"). On (B)(6) 2015, the patient experienced menstruation irregular ("hormonal changes describe: irregular cycles"), 2 years 9 months after insertion of essure. In 2015, the patient experienced pollakiuria ("bladder or urinary problem change after essure I feel like I have to go to the bathroom every hour and I cant hold my urine very long when bladder is full"), urinary incontinence ("bladder or urinary problem change after essure I feel like I have to go to the bathroom every hour and I cant hold my urine very long when bladder is full") and premature menopause ("early menopause"). On an unknown date, the patient experienced dysmenorrhoea ("severe cramping pain with periods"). The patient was treated with surgery (endometrial ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, menstruation irregular, vaginal haemorrhage, abdominal pain, dysmenorrhoea, pollakiuria, urinary incontinence, premature menopause and dyspareunia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, menstruation irregular, pollakiuria, premature menopause, urinary incontinence and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for dob : 09mar1973 as per mr date(s) of insertion: (B)(6) 2013 (as per pfs discrepancy noted) coils on right 4 coils on left 3 diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2013: fibroid uterus as described, 3d imaging shows bilateral properly positioned essure devices. Ultrasound scan vagina - on (B)(6) 2013: the implants were in place. Total bilateral occlusion.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record ; menorrhagia,pelvic pain, cramping. Most recent follow-up information incorporated above includes: on 22-mar-2021: medical record received reporter information and medical history were added. There was no significant change in the medical context of case as per mail update only imdrf /FDA code changes done. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a (B)(6) female patient who had essure (batch no. A72332) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included fluticasone propionate (flonase), ibuprofen, loratadine (claritine) and olopatadine hydrochloride (patanol). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2015, the patient experienced abdominal pain ("pain abdominal"). On (B)(6) 2015, the patient experienced menstruation irregular ("hormonal changes describe: irregular cycles"), 2 years 9 months after insertion of essure. In (B)(6) 2015, the patient experienced pollakiuria ("bladder or urinary problem change after essure I feel like I have to go to the bathroom every hour and I cant hold my urine very long when bladder is full") and urinary incontinence ("bladder or urinary problem change after essure I feel like I have to go to the bathroom every hour and I cant hold my urine very long when bladder is full"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("severe cramping pain with periods"). The patient was treated with surgery (endometrial ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, menstruation irregular, vaginal haemorrhage, abdominal pain, dysmenorrhoea, pollakiuria and urinary incontinence outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, menstruation irregular, pollakiuria, urinary incontinence and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2013 (as per pfs discrepancy noted), coils on right 4, coils on left 3. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2013: the implants were in place. Total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jun-2020: pfs received: case became serious incident with ablation updated as a treatment for the event menorrhagia. New events - pollakiuria, urinary incontinence were added. Aka name was added. Lab test was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.